Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured as evidenced by high pace impedances and loss of capture (loc). The device was reprogrammed to rv only. There were no adverse patient effects. The lead remains in service.